Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was 700 (mg/dl) and the customer was taken to the emergency room (ER). While in the ER the customer received insulin intravenously. The customer left the ER after a few hours with a bg in the low 200s (mg/dl).